Event description:
It was reported that patient received an error message on their programmer and ipg became inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, therapy was restored.